Event description:
It was reported that during follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Event description:
New information received notes that during ICD upgrade, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.